Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The customer reported they were not comfortable with multiple steps involved for the load process. The customer also stated they had issues with air bubbles in the line. The customer's blood glucose level was impacted.